Event description:
Patient reported that she does recreational gardening and had one vgo device fall off completely and 2 others, the adhesive pad became loose. Patient is cleaning the site before applying the vgo. Patient reported the needle was poking her and going in and out of her skin due to the adhesive pad becoming loose. Patient removed vgo devices that loosen and applied new vgo's for blood glucose management.